Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person) not provided, information provided by dalimonte rueb stoller llp occupation: non-healthcare professional investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided.

Manufacturer narrative:
Additional information: a4, b5, b6, b7, d4 (expiration date), h6 . Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety, worry, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, worry, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. One other complaint for a similar issue has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to pulmonary embolism (pe). Patient is alleging organ and vena cava perforation, perforation abutting adjacent structures. Patient further alleges "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has tilted within my vena cava and perforated outside of it abutting and perforating adjacent structures." "I try not to engage in any activities that could cause me to exert myself." Per computed tomography report, "caval perforation: grade 4 organ abutment at 7 o'clock with the psoas muscle. Grade 4 organ abutment with the duodenum at 11 o'clock. Grade 2 caval penetration at 10 o'clock. Grade 3 organ abutment with the paraspinal musculature at 5 o'clock and duodenum at 12." "Tilt: 13.60 degree left lateral tilt." "Addendum 08/06/2020: there is a clarification to the original report regarding ivc filter and caval perforation: there is grade 4 organ penetration at 7 o'clock with the psoas muscle and grade 4 organ penetration with the duodenum at 11 o'clock. No additional modifications".

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. Several prongs of the filter perforated the patient's ivc. Struts further perforate and abut other organs in the body. The filter has also tilted substantially.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a1, b5, h4, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. No relevant notes on wo for neither device (igtcfs-65-uni-celect-perm) lot: e2671177, nor filter (igtf-30-celect) lot: e2670856 and e2669028. One other complaint (pr(B)(4) , similar issue) on lots. Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.